Event description:
The manufacturer's representative reported, that after returning home from a pump refill appointment, the patient experienced symptoms of sedation, bradycardia, and lethargy. Later that night, the patient returned to the hospital for care. The pump's estimated reservoir volume (erv) was 35ml, but the actual reservoir volume (arv) was 30 ml. The hcp had not noted other reservoir volume discrepancies in the past. The hcp then refilled the patient's pump with 35 ml of saline and had the patient return the following day. The pump was aspirated and the expected volume of 34.5 ml was found. The hcp reported the patient is now stable. The drug contained in the patient's pump was clonidine (557 mcg/ml) delivered at 0.5 ml/day.

Manufacturer narrative:
.